Event description:
A customer reported issues with their pump, specifically concerns of possible fluid ingress and inaccurate cgm values. There was no adverse impact to the customer's blood glucose level. The customer declined full troubleshooting initially but was recommended a replacement pump to maintain satisfaction after escalation. Technical support advised the customer on setting up the replacement pump, including programming settings and connecting the cgm. Instructions for returning the problematic pump were provided, and the customer was advised they would receive a pump with updated software. Customer will continue to use current pump.